Event description:
Dr. (B)(6) says all of his assistants have broke out in a hand rash that used these gloves, they are four different lot numbers. Additional information received from reporter on 06-dec-2022, for mw5107277. This is an update to an existing MDR to add information that was obtained following the original submission. New information will be preceded with new where possible. Dr. (B)(6) says all of his assistants have broke out in a hand rash that used these gloves, they are four different lot numbers. Probable cause (determined following investigation) is another irritant present in the office environment. Lot numbers returned for evaluation: 082021-5348-1518, 042021-2891-2068, 082021-5348-1533, 042021-2891-2051. Reference reports: mw5107277, mw5107277-1, mw5107277-2, mw5156676, mw5156676-1, mw5156677, mw5156677-1, mw5157392.